Manufacturer narrative:
Section d4: additional information. Section d10: correction / additional information. Section h3: correction. Section h4: additional information. Incidental findings: damaged white and black strain reliefs (connector side). Early stages of conductor breakdown within the power leads. Manufacturer's investigation conclusion: the reported event of a damaged black power cable was confirmed via evaluation of the returned controller (serial number: (B)(6) with backup battery s/n: (B)(6). Visual inspection of the returned system controller revealed damaged strain relief on the connector side of the black power cable. Further visual inspection of the controller found that the strain relief on the white power cable connector was also damaged. Testing of the returned controller revealed slightly elevated resistances on the inner conductors of the power cables; however, the elevated resistances did not affect the functionality of the controller during testing. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the damaged power connector strain reliefs appear to be related to the repetitive flexing of the controller¿s power cables during use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a cracked black power cable connector on their controller. The controller was exchanged without issue.